Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
When the ems arrived, they took the customer's blood glucose and got a reading of high (greater then 500 mg/dl). The customer was confused, scared, nauseous, and felt like she was going to pass out. The ems started her on fluids and took her to the hospital where she stayed until her release the following morning.